Manufacturer narrative:
The cdi 500 monitor was returned for repair. The monitor was cleaned and decontaminated. The arterial blood pressure sensor head assembly was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the cdi 500 displayed inaccurate potassium, oxygen pressure, and hemoglobin during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.